Event description:
The service center was informed that a customer ultrasonic gastrovideoscope was returned for service for a reported, "the balloon wouldn¿t inflate and when we did the leak test it just started bubbling like it had a slight leak" which was observed during preparation for use. No patient injury or harm was reported. During the inspection and testing of the scope, the service technician found a portion of the balloon groove at the distal end probe unit was chipped/missing attributing to the reported issue. Additionally, foreign material/residue was clogged inside the air/water nozzle at the distal tip.

Manufacturer narrative:
A portion of the balloon groove at the distal end probe unit was chipped/missing attributing to the reported issue. Additionally, foreign material/residue was clogged inside the air/water nozzle at the distal tip. The bending section cover glue is chipped. The ultrasound image has broken elements. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since no device was returned to the legal manufacturer, the exact cause of the reported issue could not be conclusively determined. Based on the service evaluation results, several damages were confirmed at the tip, and it is considered that external force was applied to the tip, but the cause could not be identified. In general the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens, surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.